Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver displayed an err8. It was reported that the receiver was exposed to water damage. No additional patient or event information is available. The dexcom platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware and screen errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.